Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had an abbott ins that was connected to their medtronic lead(s) and abbott rep told patient that there were 5 areas in leads that weren't working. Pt says during the implant surgery they found one lead wasn't working so they took one lead out and left one in. Pt says because of the "fixed piggyback" they used for the abbott battery, they had to move the ins "up to the middle of my back". Pt says "there is no give now because they had to connect it directly to the leads.   Refer to (B)(4) for discomfort, and stimulation turned off, (B)(4) for ins dying.